Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.